Event description:
(B)(6) reported to the distributor that needles are detaching during dental procedures and one of the needles fell into the pt's mouth. No pt injury occurred. However, potential for injury exists if a needle were to enter a pt's airway during a procedure.

Manufacturer narrative:
No samples were returned to angiotech for evaluation. Therefore, no testing can be performed. The device was not available for evaluation. No product evaluation can be performed. Results/conclusion: the device was not returned to angiotech for eval. No product eval can be performed. Relevant portions of the device history records were reviewed and no corresponding issues were identified during the mfg processes or at final inspection. There were no other events reported for this finished good lot. Without reviewing the actual device, a definitive conclusion cannot be drawn. (B)(4).